Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple station request on repetitive maintenance. The field service engineer cancelled the work order as the preventative maintenance request by the customer would be documented by a product service campaign. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated issues about the repetitive maintenance at multiple stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.